Event description:
Three brands of eye solutions, located at the following pharmacy, lead to temporarily cloudy vision when used in longer duration than 2-4 weeks. (Pharmacy located at: (B)(6). The three options are the store were injuring my eyes, leading to poor detox, pain, and a fuzzy haze. When I stopped* using the products and created a home customized distilled formula with salt, I felt immediately better and noticed the change. I would request the government file charges because I felt incredibly vulnerable and worried about the long term effects of a formula ratio problem. I felt that the community was targeted within a 20-30 mile radius of (B)(6) with products that would injure the eyes and lead to very dangerous vulnerability. I don't know if its batch level or lower on the contaminants. Some contaminants at the bottom of the bottle remind me of a oil/gas derivative and it smells. Of particular note: the difference in labels of about 2 months time, with worsening progression of symptoms. The abuses of the manufacturer's correlates to a company's funding cause (cataract and eye disease prevention*). It's ironic since one or more of the products may be causing the disease, meaning a court case could probably be made by the government and successfully win. The difference was about 2 months time and it was very targeted to a community that could benefit from additional funding towards bus routes or transportation in low access regions (B)(6). Although no eye damage was seen upon initial assessment it may contribute to illness long term that could be easily avoided. No signs of jaundice and there is a color* difference on the product labels even (blue verses black). Please full report written by: (B)(6), 2.11.2025. Reference reports: mw5166209, mw5166210.